Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports and is related to mfg report number# 3014334038-2023-00039. It was reported that the insulation of the suction coag w/l-hook end ins (600305) was ¿melting¿ at the instrument end. It is unknown under what circumstance this event occurred; however, no harm or surgical delay was reported.

Manufacturer narrative:
The suction coag w/l-hook end ins (600305) was not returned to the manufacturer; therefore, an evaluation of the actual device could not be performed. Lot number information has been provided, device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. The complaint reported by the customer was confirmed. Per visual evaluation of provided images, the l-shaped hook suction coagulator had heat/melting damage at the end of the insulation. This type of damage may be the result of high heat setting or prolonged use. Per the instructions for use (IFU), "for electrosurgical instruments, use the least amount of power appropriate for the application". No manufacturing, workmanship or material deficiency has been identified. Trends will be monitored for this and similar issues.

Event description:
N/a.